Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported. This event is deemed nonreportable, as additional information received indicating that this lead was not successfully implanted due to the initial targeted branch fit the lead very well, but thresholds were too high for pacing. Hence, a different branch used that could not fit the lead.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.